Event description:
The customer contacted stryker to report that their device does not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the stryker product assessment center (pac) for further evaluation. The pac technician verified the issue with the device logs. The cause of the reported issue was determined to be due to a depleted battery. Cause of the premature depleted battery could not be confirmed, as the customer battery was not sent with the device. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The device cannot be repaired, and the customer was given a replacement device.